Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that physicain drained some fluid out of the patient.

Manufacturer narrative:
Additional information was received that the patient was doing well. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that physician drained some fluid out of the patient.